Event description:
The customer reported that the keyboard failed bit it was found that the monitors were burned, the power cord was damaged, and there were touch screen errors.

Manufacturer narrative:
The ge service rep replaced the keyboard, the left and right monitors, worn power cord, the interface pcb, and the control panel proc. The system performed as intended.